Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. There was no reported impact to the user's blood glucose level. The user successfully loaded a new cartridge. It was confirmed that the user had an alternate method of insulin delivery available.